Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure. According to the complainant, during the procedure, as the spyscope ds was inserted through the duodenoscope into the duct, it was noticed that the duct was very tortuous and had very tight stricture. When they were able to visualize the duct, they saw a metal piece protruding from the biopsy channel of the spyscope ds. Reportedly, the metal piece was part of the spyscope ds and it remained attached to the device. Additionally, there was no visible damage noted on the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.